Event description:
It was reported that the scale on the bd ultra-fine¿ ii insulin syringe was off by one unit. The following information was provided by the initial reporter, translated from japanese: "this is a report about a scale misaligned. According to the user's verbatim report, the scale of the syringe seemed to be off by one unit."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 08-may-2023. H6: investigation summary the customer returned (1) 0.3ml 30ga 8mm syringe, reporting scale was misaligned. The scale was visually inspected and observed no physical damages. Upon visual examination, a plug gauge test was performed and the leading edge of the five-unit scale marking falls out of the acceptance criteria of the 0.3 ml plug gauge. Based on the sample received, embecta was able to confirm the customer-indicated failure. Due to the batch being unknown, no DHR review can be completed.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that the scale on the bd ultra-fine¿ ii insulin syringe was off by one unit. The following information was provided by the initial reporter, translated from japanese: "this is a report about a scale misaligned. According to the user's verbatim report, the scale of the syringe seemed to be off by one unit."